Event description:
The customer reported image distorted during service/maintenance (not in a clinical setting) of an olympus flex deflectable videoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.